Event description:
Vilex rec'd a call from a customer that components of our ez-fix system showed discoloration.

Manufacturer narrative:
(B)(6) 2013, an ex-fix frame was placed on a patient. (B)(4) 2014, vilex was notified by distributor that components of the system (universal fix cannulated bolt, 600-50, lot 4289) was showing signs of discoloration. The parts were returned to vilex. Vilex's quality department inspected the bolts and verified discoloration (corrosion) was present. Vilex did not learn the customer exposed the parts to a salt water (saline) wash. A check of the device history record reveals these parts were manufactured september 2010, a material certification for heat treated steel was included; however, there was no mention of passivation. A review of complaints was conducted and no other complaints of this type have been rec'd. Vilex's quality department determined that it was a combination of the saline wash and the non-passivation of the product which lead to the discoloration (corrosion). The customer was advised that this was the first complaint of this type and was provided copy of sterilization instructions, which mentions the use of di or purified water. Passivation protocol for steel parts has already been in place at the time of this complaint. If add'l info becomes available, a supplemental report will be filed.